Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the physician used their medical judgement to determine that it was not necessary to revise/replace the leads due to having one contact out. Rep reports the high impedances were due to fall. Rep clarifies the "change in programming" after the fall stating that after the fall the patient had high impedances on all but two contacts, temporary program prior to the replacement was not ideal but after replacement patient had perfect coverage. Rep reports that the issue was resolved with replacement/programming is now perfect with the new battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was representative said the patient had a fall in the last week of february during a snowstorm. After the fall, they noticed a change in the programming, it wasn't as strong. Rep said they met with the patient today and checked impedances and they were ranging from 20 ,000 to 40,000 ohms. Representative also mentioned the patient only has 2 good contacts and they are planning to bring the patient in for a revision on april 10th. Rep states they were able to program the patient on the two good contacts.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted:(B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reports they plan to open the pocket and replace the ins, check the impedances and replace the leads if needed. Additional information was received from rep. Rep reports during revision, they tested leads in a wireless external neurostimulator (wens) and everything was normal except for one contact. Hcp elected to only replace the ins and upon connecting existing leads to the new ins, all impedances were normal, except for the one contact that was out of range with the wens. Caller believes it was contact 11 that remained out of range. Caller stated the explanted ins was inadvertently discard and won't be returned.